Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-14115. It was reported that during the rv lead replacement procedure, lead dislodgement was observed on the ra lead. The lead was explanted and replaced. The patient was stable.